Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that on unspecified date, the a1059 mayfield modified skull clamp would not secure the patient's head with the skull pins. There was an excessive lock movement noted. It was unknown if there was patient injury or surgery delay. Additional information has been requested.

Event description:
N/a.

Manufacturer narrative:
The device was returned for evaluation. The unit received with the lock having both rotational and lateral movement and a residue buildup is present. Upon disassembly repair noted the index knob and the lock will need new components added to replace worn internal parts. The device needs to be machined to have heli-coils added to large starburst threads and the set screw in the swivel base was tight. As per DHR review, build records were reviewed and no issues were found. The reported complaint has been confirmed. The root cause analysis revealed debris in lock mechanism and worn parts.